Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they called company x2 and rep x3. Patient stated will be seeing pain doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient noted they had met with a local manufacturing representative (rep).

Event description:
The patient reported via a manufacturer representative that they are no longer getting relief from their stimulation. An x-ray was taken which shows that both leads have migrated down 1 vertebral body. Impedances tested within normal limits. No injuries or cause of the migration is known. The manufacturer representative was able to reprogram the patient and get good coverage. Surgical intervention was not planned or performed.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type lead product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he has been having difficulties when charging the implant. Caller states he will take the battery pack out of the controller but "it" still wont come on or off. Caller mentions seeing no device found. Patient services asked caller to clarify what he meant by this and caller states he doesn't know and would rather start an ins charge session and see what happens. On first attempt caller is seeing poor recharge quality. Caller was able to successfully start a charge session with no issues and is seeing good recharge quality (76). Caller re positioned antenna and it shows recharging excellent. Caller states the ins is red/low. Caller states he uses the belt when charging ins and has the antenna on the skin. Caller states he met with the mdt rep about the issues he was having and she reprogrammed his device. Caller could not articulate what the actual issues were. Everything appears to be working correctly during the call. Additional information was received. It was reported the issue was not resolved. Their controller screen went off and on. When patient woke up their back was hurting them. They were reprogrammed by their manufacturer representative 3-4 times so far. The patient stated he just charged his ins yesterday and right now he is seeing his ins battery is at 50%. It was also mentioned when he first got the therapy, it was at 4.0v and could feel it, now he goes to 7.0 and doesn't feel stimulation.